Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked belt clip slot, and cracked battery tube threads.